Event description:
Procedure: lap gastric bypass. According to the reporter: the trocar would not accept the stapler handle without applying excessive force.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)